Event description:
It was reported that the device would not fire on the initial firing. Another like device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, two firing trigger teeth were broken. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.